Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported by a co pre that an interrupted system diagnostics test was noted through review of a pt's programming history leading to non-efficacious settings. The pt left the office programmed to 1ma/ 20hz/ 500 microsecs/ 30 secs/ 60 mins due to the faulted diagnostics. No pt adverse events were reported due to the setting change.